Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer reseated the universal serial bus (usb) cable for the biometric identifier scanner at both ends. Rebooted the system and performed testing. Verified proper operation in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not working. This issue was occurring frequently, and the light eventually stayed on. The error message stated that the device required maintenance. There were no delays or adverse events or injuries reported based on this event.